Event description:
Reporter alleged blood glucose measured 64 mg/dl back to back with a result of 250 mg/dl when testing was performed within one minute of each other. It was stated customer felt low and self treated with candy as a result, however, no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.